Event description:
A customer reported the system stopped during a cataract extraction with intraocular implant procedure after a system message occurred. The system was rebooted and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The fluidics spacers (poron washers) were replaced. The system was then tested and met all product specifications. This event type is consistent with a known issue of poron washer degradation. The root cause is degradation of the poron washer. An internation investigation has been opened to address this issue. (B)(4).